Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Medtronic legal received notice of 25 adverse events from the attorney of the family. The information received on june 3, 2021 stated that customer was listed on the spreadsheet with a description of their individual complaint and spreadsheet represents the entirety of the information the litigation department had at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 1600 mg/dl. The customer stated they went over 400 then over 600 ended up in the hospital went in coma. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering. Customer was performed displacement test and high pressure test and it was passed. Customer declined to perform function test. The insulin pump will be returned for analysis.